Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 1000ml bag of lactated ringers was programmed to infuse at 125ml/hr. The patient complained of shortness of breath, coughing and air in the IV tubing. The rn noted repeated segments of 2cm fluid then 1cm of air in the tubing between the pump and the patient's arm however the pump did not alarm for air in line. The rn stated that the lr, which was on the module to the left of the pcu, had been connected and infusing into the patient for several hours without incident; however, it is unknown how long the air had been in the tubing. There was no air noted above the pump. The rn removed the left pump from service and replaced it along with new tubing and IV bag of lr, and burped the bag with no air bubbles noted in the line; however, the new pump started alarming for air in line. The rn moved the infusion to a pump on the right side of the pcu with no further issues. The patient was started on oxygen and repositioned to high fowlers position. There was no report of lasting patient harm.

Manufacturer narrative:
The customer¿s report of the device failing to alarm for air in line was neither confirmed nor replicated. Undetected air in line cannot be determined through device logs. The pump module event log shows that the device alarmed for air in line twice, at 3:15 am and 3:16 am on (B)(6) 2017, just prior to the reported event time of 3:30 am. Functional testing of the pump module shows the device is able to detect and alarm for a single air bolus at all 3 settings as well as alarm for accumulated air. The root cause of the reported device failing to alarm for air in line was not identified.